Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with erosion on left eye (os) at a 20 day post op exam. A brief description from the surgery center indicated there was a small area of epithelial erosion on the left eye inferior nasal. The patient¿s chief complaint was of discomfort like as if eye was scratched and blurred vision. The patient commented on the scratch like feeling started the day before (B)(6) 2017). The patient was instructed to use ointment at night for the next month. Bcva from (B)(6) 2017: right eye pre-op 20/20 -9.00 x -.25 x 60, left eye pre-op 20/20 -8.25 x -1.00 x 160.

Manufacturer narrative:
In the initial report, the date of manufacture provided was 03/31/2008. However, the manufacturing site has now provided the date as 2007 (year only). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.